Event description:
It was reported that the patient had fallen off of his truck and on his ins (implantable neurostimulator) 2 years prior to the report. After that, he could never charge ins to full and "ins seemed to be in the same spot." Implant pocket site was always swollen and tender since he had fallen. He turned ins down for a hospital visit (B)(6), 2012 which was unrelated. He didn't charge during that time. It had "been dead" for over a year. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient broke their implant. The patient noted that when they fell they fell on solid rock with 250 pounds on their stimulator. It was "like he broke his back". Prior to the fall they had been able to charge their implant. The last time the patient felt stimulation was 2 to 3 years prior to the report. The patient had been talking to their doctor about having their implantable neurostimulator (ins) removed. The patient noted that they liked their pain stimulator because it worked but at the same time it didn't work. It was unclear what was meant by this statement. Since the fall the patient had been unable to charge or get a connection to charge. The ins would not turn back on because there was no connection. The patient sat in a chair for 8 hours and only got a good connection at one point. The patient met with a manufacturer representative about a year prior to the report and they were shown how to recharge. Since then the patient had tried to recharge multiple times and could not get it to work. The patient noted that they had needed an MRI for a while but no MRI was done prior to the implant. The MRI was for back pain which was "killing" them and for the pain stimulator. The patient had no stimulation sensation and had never had therapeutic effect. The patient has reported multiple issues with an unclear timeline as to the initiation of the issues. Please refer to manufacturer report # 3007566237-2013-02871 for information regarding the other issues.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported an overdischarge. The last successful recharge was in 2012 (approximately three years ago). The patient had a fall in 2012 where he landed right on his implantable neurostimulator (ins) and since that time, he had been unable to charge. The patient met with the manufacturer's representative (rep) in 2012 and the rep tried to "reset" the ins but "couldn't get it to work". The patient had been getting good relief prior to the issue. Additional information received from the consumer reported the implant site had started to hurt and was sensitive to the touch. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.